Manufacturer narrative:
D4): device serial number unk. H3): the device was discarded, thus no investigation could be completed. H6): perforation of vessels/great vessel perforation are known risks of complication with use of the glidelight device. However, the patient also had a congenital defect, which may have been a factor in the right brachiocephalic artery being located just behind the left innominate vein. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to high impedance (non function). The patient had a congenital defect, and the leads had been implanted 214 months (when the patient was 7 years old). Significant lead on lead binding was noted throughout the subclavian, innominate, and superior vena cava (svc) regions via x-ray, CT, venogram, and ice imaging. In addition, it appeared the two leads may have been crushed in the clavicular region as they were stuck on top of one another. Attempts to insert both clearing stylets and spectranetics lead locking devices (llds) into the leads were unsuccessful, as they would only go in a few inches, stopping in the area where the leads were stuck on top of each other. Since no traction platform could be achieved, the terminal pins remained on the leads and cook medical bulldog lead extenders, cook medical one-tie compression coils, and fiberwire suture were used as traction. A shockwave medical lithotripsy balloon was inserted femorally up to the innominate vein, in order to break up the calcification present in the vessel. It was pulled back in segments into the superior vena cava (svc), until all 300 pulses were delivered by the device. A cook medical needle's eye snare was then used to snare the ra lead femorally. The physician then attempted to get access for re-implantation by placing 3 wires from the pocket; however, it was very difficult to get past the mid-svc and once past this area, the wires tracked laterally away from the physician. A cook medical evolution 11f shortie controlled-rotation dilator sheath was used first on the ra lead, then switched to a spectranetics 11f tightrail rotating dilator sheath, which encountered stalled progress in the mid-svc. When the tightrail would actuate, the wires and leads would spin, implying there was a large calcific lesion in the region. After multiple back and forth actuations, the ra lead broke. The physician was able to remove the top portion through the pocket and the rest was pulled through the femoral sheath, using the snare. Attempts were then made to remove the rv lead with a cook medical 13f evolution controlled-rotation dilator sheath, which successfully advanced to the area in the svc where progress had previously stalled. Once again, the lead and wires would spin when the evolution was actuated. After several attempts at backing up and trying to re-advance, no progress could be made. A spectranetics 16f glidelight laser sheath was used to advance; however, progress stalled in the same area in the svc, even after several laser trains were attempted without success. As the physician pulled the glidelight back from the area, a large amount of back bleeding occurred, and the patient's blood pressure dropped. Rescue efforts began, including use of rescue balloon. The blood pressure seemed to stabilize initially, but dropped again. Bypass and sternotomy followed, with the thought that there were additional injury sites. A perforation was discovered along the left inferior, posterior aspect of the innominate vein, which also avulsed the anterior portion of the right brachiocephalic artery near the brachiocephalic trunk (which passes just behind the left innominate vein). The right brachiocephalic artery was stapled at the aorta, and then reconnected to the proximal aorta using a graft. In addition, a 2-3 cm perforation was discovered in the svc, close to the junction of the innominate vein. The surgeon stated when he tried to remove the rv lead, there was a large, calcific sleeve which prevented the lead from moving. In order to free the lead, the entire calcified area required excision, and then a tube graft was used to re-connect the svc back together. Surgery took approximately 7 hours but was successful, with the patient surviving the procedure. Three days post-procedure, the patient was extubated, awake and alert, following commands. This report captures the 16f glidelight, the last device in use in the area when the perforations occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.